Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380. Establishment name: medtronic minimed street: 18000 devonshire street city: northridge state, province or territory: ca california country: united states of america post office or zip code: 91325 ¿ 1219.

Event description:
It is reported that the patient experienced high blood glucose levels on (B)(6) 2026 and was treated with manual administrations.